Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was not reported. The patient's treatment was started with cefazolin (1gram, twice a day, intraperitoneal injection (ip)) and gentamycin (40milligram, twice a day, ip) for peritonitis. The patient had not recovered.

Manufacturer narrative:
(B)(4). The birth date is unknown. However the patient was born in 1966. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was reported that the patient was also treated with vancomycin (1g/day, ip) and amikacin (300mg/day, ip) for the peritonitis. On a later date, therapy was discontinued and the patient's catheter was removed. Treatment for the event ended and the patient was discharged from the hospital. At the time of this report, the patient had not yet recovered from the peritonitis.